Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling stimulation from the left ventricular (lv) lead pacing. The lv lead remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2019, 07:52:54: it was further reported that the left ventricular (lv) lead was reprogrammed.